Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered multiple alerts due to oversensing indicated to be short v-v intervals and non-sustained episodes. Reprogramming was performed, but the alert retriggered. During the replacement procedure, the rv lead was noted to have subclavian crush. The right atrial (ra) lead was also removed as it was adhered to the clavicle and the rv lead. New rv and ra leads were implanted. No patient complications have been reported as a result of this event.